Event description:
The tibial post was broken at it's base and the femoral, tibial, and patellar components were well cemented and well seated with no evidence of loosening with visual palpation inspection.